Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('during the left cornual wedge resection a small portion of the distal coil was fractured. Disrupted essure implant in the left tube with 2 additional coils') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (robotic assisted bilateral salpingectomy,essure device removal). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain and allergy to metals outcome was unknown. The reporter considered allergy to metals, device breakage and pelvic pain to be related to essure. The reporter commented: (B)(6) 2020. Operative report pre and post-op diagnosis: pelvic pain, nickel allergy, desires essure removal. Disrupted essure implant in the left tube with 2 additional coils removed with no additional coils in the uterine cavity. During the left cornual wedge resection a small portion of the distal coil was fractured. Disrupted essure implant in the left tube with 2 additional coils removed the fractured coil was removed through the laparoscopic port site. The left ostia was identified and no additional coil was remaining. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: allergy to metals, device breakage and pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('during the left cornual wedge resection a small portion of the distal coil was fractured. Disrupted essure implant in the left tube with 2 additional coils') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (robotic assisted bilateral salpingectomy,essure device removal). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain and allergy to metals outcome was unknown. The reporter considered allergy to metals, device breakage and pelvic pain to be related to essure. The reporter commented: 10oct2020. Operative report pre and post-op diagnosis: pelvic pain, nickel allergy, desires essure removal. Disrupted essure implant in the left tube with 2 additional coils removed with no additional coils in the uterine cavity. During the left cornual wedge resection a small portion of the distal coil was fractured. Disrupted essure implant in the left tube with 2 additional coils removed the fractured coil was removed through the laparoscopic port site. The left ostia was identified and no additional coil was remaining. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: allergy to metals, device breakage and pelvic pain quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.